Manufacturer narrative:
Updated section d9, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received by our technical service center for evaluation. The customer report could not be confirmed. Logs from the date of the event could not be properly extracted due to a date issue, where the monitor lost the date and returned to initial date after turn on. Nevertheless, the logs were analyzed and it could be seen alerts popping up related to unstable arterial pressure signals, which could be observed impacting the co, sv, svv values, on the assumed date of event. The platform was tested with the plumsimulator with intention to reproduce the inaccurate values failure. Co, ci and sv values could be obtained within range. Further issue of data box locked in flotrac mode was identified during the evaluation. It was concluded that the source of failure could not be identified for the reported issue. Additionally, based on the available information, there is no evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. It could be also verified that the additional issue of locked databox identified during the device evaluation is not related to the allegation of inaccurate values.

Event description:
As reported, this ev1000 platform was tested successfully in the or, however, during the surgery, it provided inaccurate co, sv and svv values. The sist, diast, map and pressure values were compared with other source and were correct. No error message or alarm was displayed. The device was used in other procedures and worked correctly. There is no allegation of patient injury. Patient demographics were not available.

Manufacturer narrative:
Patient demographics requested but not available at this time. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.